Manufacturer narrative:
A ge representative evaluated the system and replaced the workstation hard drive, system interface board, and reloaded software. System operates as intended.

Event description:
The customer reports that the workstation will not boot. The generator boots to five arrows and the workstation monitors do not display anything. No pt injury was reported.